Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the trajectory orientation was flipping on the navigation system. There was no impact on the patient outcome as a result of this issue. The procedure was completed with a different navigation system. No additional information was provided.

Manufacturer narrative:
Correction: event information updated. Correction: initial reporter information also updated.

Event description:
There was no delay to the procedure because the issue was noticed while loading the exam and doing the planning.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Correction: the aware date of the original report should have been (B)(6) 2018. The event date of the original report also should have been (B)(6) 2018.